Manufacturer narrative:
Batch review performed on 11 july 2019: lot 1810745: (B)(4) items manufactured and released on 15-february-2019 expiration date: 2024-01-29. One anomaly found, not related to the problem to date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved in the event, batch review performed on 11 july 2019: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 189636. Lot 189636: (B)(4) items manufactured and released on 21-february-2019 expiration date: 2024-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner 1 month after primary. The surgery was completed successfully.